Manufacturer narrative:
E1 :(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using the scope cable, there was image noise. The scope cable was defective. According to the customer, the image noise occurred when the cable was shaken due to a malfunction of the scope connector on the cable. This was observed during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected field: g4. The device was returned to olympus for inspection and the reported failures were confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.